Event description:
Device 4 of 4. Reference MFR. Report#: 1627487-2019-00514. Reference MFR. Report#: 1627487-2019-00515. Reference MFR. Report#:1627487-2019-00516.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 4 of 4. Reference MFR. Report#: 1627487-2019-00514. Reference MFR. Report#: 1627487-2019-00515. Reference MFR. Report#:1627487-2019-00516. It was reported one of the patient's leads migrated to the patients head (confirmed via x-rays). Reportedly, the patient experienced pain located in their mid back when stimulation was turned on. As a result, the patient underwent surgical intervention wherein the migrated lead was explanted. While explanting the lead, the physician noticed both anchors were unlocked. Effective therapy was restored post operatively. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.